Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08841 and 2017865-2019-08839. During follow-up, there was episodes of noise noted on both the right atrial (ra) and right ventricular (rv) lead resulting in automatic mode switch (ams) on the device. No intervention was performed to resolve the event and the patient was in stable condition.